Manufacturer narrative:
Occupation: cvt, rcis, supervisor invasive cardiology. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was kinked and could not be inserted through the sheath. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated field(s): brand name, serial# / lot #, catalog #, unique identifier (UDI) #, manufacture date / exp. Date, PMA/510(k)#. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior. The sheath was not returned for evaluation. No kinks were observed on the iab catheter. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported kink and difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported event. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).